Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that they experienced high blood glucose of 400 mg/dl. Customer changed out her infusion set and treated with insulin pump. No high blood glucose troubleshooting was performed. Customer did not mention if the auto mode feature was active at the time of high lood glucose event. The insulin pump is not expected to return for analysis.